Event description:
Information was received indicating that a patient had an abdominal abscess while using a smiths medical cadd cleo infusion set. The patient contacted the site staff and requested a review of the abdomen. The patient got a dermatology consult and an incisional biopsy was performed.